Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect.

Event description:
It was reported that the implantable pulse generator (ipg) was showing no ventricular pacing percentages and blank histograms because the implant detect was not completed. The right ventricular (rv) lead exhibited low r-waves. The ipg implanted detect was completed the next day which cleared the issue. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.